Event description:
Additional information was received from a healthcare professional via a manufacturer representative. It was reported that the stimulator had stopped working for two months due to end of service. It was changed the week of (B)(6) 2019. Since the stimulator was changed, the device still did not work properly. During the surgical recovery, the surgeon noted that the electrode was broken. It was noted that the lead was explanted on (B)(6) 2019; however, this conflicts with the previous report that the lead remained implanted but out of service.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s device was implanted (B)(6)2013 and was currently at end of service (eos). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3986a lot# serial# unknown product type lead. Product ID 7489 lot# serial# unknown product type extension. Product ID 3986a lot# serial# unknown product type lead. Product ID 7489 lot# serial# unknown product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, serial# unknown, product type: lead; product ID: 7489, serial# unknown, product type: extension; product ID: 3986a, serial# unknown, product type: lead; product ID: 7489, serial# unknown, product type: extension. Other relevant device(s) are: product ID: 3986a, serial/lot #: unknown; product ID: 7489, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the impedances were ¿out of bounds.¿ it was noted that he electrode was tested live but the result was the same. The patient was going to have their device replaced. No further complications were reported/anticipated.